Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. H6 component code: g07002 no device problem found investigation summary==> the product was returned to ethicon for evaluation. One detached needle and one suture piece outside its packaging were received for analysis. Product code rs22. During the visual inspection of the detached needle, the swage area and hole were noted with marks probably caused by a surgical instrument. There were remnants of the suture in the needle hole. The received suture was inspected, and one of the extremes was noted to be cut near the cut area probably caused by a surgical instrument. Upon visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. As part of our quality process, the manufacturing records of this lot-serial number were reviewed, and the manufacturing standards were met prior to the release of this batch. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The problem of pulling off suture needle happened in surgery. Changed another one to complete the surgery. There is no report on patient's injury. No additional information was provided.